Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value and low blood glucose value of 57 mg/dl and 42 mg/dl. Patient's current blood glucose value: 257 mg/dl. Customer was neither in emergence room, nor admitted into hospital, nor was emergence medical services dispatched as a result of low blood glucose values. Troubleshooting for high blood glucose value was declined. The customer was treated with glucose tablets, grape juice and carbohydrates. The alleged device is not expected to be returned for analysis.